Event description:
Patient presented to the physician with a hematoma at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with the continued presence of hematoma and bruising at the ipg site. Physician brought the patient into the or, flushed the ipg pocket, and closed. Patient remained on antibiotics.

Event description:
Patient presented back to the physician with an infection at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.